Event description:
It was reported that the right atrial (ra) lead had become dislodged. During a lead revision, the device header appeared to be damaged as well. The physician opted to change out the device. The ra lead was repositioned and remains in use and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a lead revision, the device header appeared to be damaged. The physician opted to change the device. Currently, it is not known why the lead was revised, or which lead was involved. The device was explanted and replaced, and both leads remain in use. Follow up is currently in process for additional informaiton. No patient complications have been reported as a result of this event.